Event description:
Customer reported they have been experiencing bumetanide over fusions due to users entering diluent volume instead of total volume. Customer reported bumetanide 20 mg is in a 80 ml vial; 20 ml is added to 80ml for total volume in the bag of 100 ml. Bumetanide 20 mg/100 ml is an option in the date set; however, the user receives a screen to enter the diluent volume and the user enters 20 ml instead of 100 ml resulting in a 1mg/ 1 ml rate instead of a 20 mg/100 ml rate (1mg/5ml). No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not returned for failure investigation. Carefusion provided troubleshooting and education.